Event description:
A patient who had a tao sapien xt procedure passed away two days post procedure, while still in the hospital. The cause of death is unknown and it is unclear whether or not a post mortem will be performed. Post valve deployment, the final assessment was mild paravalvular leak (pvl) that did not require further intervention.

Manufacturer narrative:
There is no evidence or allegation that the death is related to either valve. No autopsy or echo reports have been provided. There is no additional information at this time